Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. Their assessment concluded this has been resolved in a subsequent software release. The field service engineer has been advised and recommended to update the system software.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported that intermittently, when transferring the study from their cx50 to a pen drive (usb), when the study is uploaded and printed from a computer, the report shows two patient names. When they restart the machine it issue is resolved. Also, when the report is printed directly from the cx50, the header and patient name are correct. There was no patient or user harm associated with this event.